Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
An assistant reported that during an pneumatic retinapexy procedure, the black knob would not turn on the regular valve; therefore, they were not certain if the patient received gas during this procedure. A second procedure was performed the following day. The patient has been seen in follow up and no harm has been reported. Additional information was received from the assistant who reported the patient did receive gas from a different source during the secondary procedure. The event resolved following treatment.